Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument had a defect. The procedure was completed with no reported injury. Intuitive surgical inc., (isi) followed up with initial reporter and obtained following additional information: customer was unable to give information on exact defect but confirmed that procedure was completed using a replacement instrument.